Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "gas loss" alarm. An autofill was performed and blood was observed in the intra-aortic balloon catheter. The intra-aortic balloon was removed from the pt and therapy was discontinued. No pt injury was reported.